Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.